Event description:
A customer reported that blood was observed in the internal side of the pressure monitoring lines of eleven system 1000 hemodialysis machines. The blood in the lines was observed after pt use, when the machines were being cleaned. Investigation relative to reports of blood in the internal pressure monitoring lines of hemodialysis hardware has shown that this can be related to blood striking through the transducer protector on the bloodline during pt use.